Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The mother of the patient stated that the infusion device was beeping and several lines were displayed on the screen. She did not know how long the power pack had been in use, she stated probably longer than 2 weeks. She was aware of the recall and she was educated on the importance of changing the power pack every 2 weeks. The mother was instructed to insert a new power pack and the infusion device functioned properly. No physiological effects were reported. The patient did not require assistance from a healthcare professisonal or second party to address the issue. No product will be returned for evaluation.